Event description:
It was reported by the rep that the (1) 355l was used during a diagnostic laparoscopy procedure. It was reported that the surgeon put in the trocar, inserted 5mm scope into trocar, and noticed the outer gasket sitting on the internal viscera. The surgeon attempted to get the gasket out of the pt however, the gasket fell behind the bowel and the surgeon could not get it out. The surgeon completed the case laparoscopically and left the gasket in the pt.